Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates after loading multiple cartridges. Reportedly, the cartridges were filled with 400 units of insulin, the insulin gauge displayed 300 units. Prior to calling tandem technical support, the customer loaded a new cartridge with 400 units and the insulin gauge displayed 100 units. The customer's blood glucose level was 176 mg/dl. Reportedly, the customer will continue using the pump for continued insulin therapy.